Event description:
For extremely high activities of a test, for which the suspect device will not calculate a result, a "???" Result is displayed on the suspect device. For pts whose suspect device interfaces with a host, a result "???" Will be sent as "0.000" result without any flag to the host.